Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported that on (B)(6) 2025, an arteriotomy closure of the right common femoral artery (rca) was performed using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure. During use, while opening the foot to deploy the sutures, the foot was partially in a side branch. This was unknown during the procedure. The suture was successfully deployed and hemostasis was achieved. On an unknown date, the patient returned to the hospital due to a partial occlusion of the rca. It was observed the deployed suture had pinched the side branch, resulting in a partial occlusion. Balloon angioplasty was performed to treat the occlusion but was unsuccessful. Therefore, surgical intervention was performed. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mal position of the device cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to use error. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information the account discovered the device was partially in a side branch; this likely leading to the occlusion. It was reported the device was deployed partially in a side branch. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿ensure the footplate is not in the bifurcation or a side branch¿. The IFU violation contributed to the difficulties. The patient effect of obstruction / occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: failure to follow steps / instructions.